Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) bost515, (t3® non-platform switched tapered implant 5 x 15mm) for evaluation. Visual evaluation was performed, damaged threads has been identified and confirmed with functional testing. DHR review was completed for the subject lot number 2021070048. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021070048 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The threads have been identified as damage. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that implant non-restorable due to internal thread damage. Implant removed / grafted with replace in 3 months. Tooth number 19.